Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the battery charger, 38 batteries and the j7 battery cable were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries, cable and charger have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, an odor was emitting from the imaging system. The odor indicated that a thermal event had occurred within the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the diode cable was returned to the manufacturer for evaluation and the reported issue was confirmed. The positive leads showed signs of electrical overstress and there were small nicks and scratches on the cable jackets. The cable passed bench testing and did not have any conductive surfaces exposed.

Manufacturer narrative:
The battery charger 1 board was returned to the manufacturer for analysis. Reported issue was able to be duplicated. Unable to bench test battery charger 1. Visual inspection confirms an electrical overstress on the board. Pcba is defective ad warped, leaking capacitors. The hardware investigation found that reported event was related to an electrical hardware issue.

Manufacturer narrative:
The suspect cable was returned to the manufacturer for evaluation. Visual inspection noted electrical overstress on one pin of the cable. It was noted that the cable passed continuity testing.